Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 92015 lot v1383358 before the market release. No anomalies have been found. The original lot, manufactured in november 2014, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation on the returned device, received on december 15, 2015, is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation and/or further information on the case are available. Orthofix srl has requested further information on the event such as body part to which the device was applied, how the patient was mobilising, a copy of x-ray images. This information has not yet made available. As soon as further information and/or the results of the technical evaluation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: (B)(6) hospital; surgeon name: dr (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: leg; surgery description: fracture treatment; patient's information: (B)(6), male, approximately (B)(6) kg, approximately 1.80 cm; problem observed during: into treatment / post-operative; type of problem: device functional problem. Event description: "approximately 4 months after surgery, the patient contacted the surgeon and reported instability of the ball joint. The surgeon operated the patient again on (B)(6) as the screw clip clump/ball joint connector was broken. There has been no fall of the patient thus the broken part was not a result of an accident. Hopefully, the fracture had not been moved so the surgeon replaced the broken part with another." The complaint report form indicates: the device failure had no adverse effects on patient; a replacement device was immediately available to complete surgery -a new part; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required following device failure -it was performed on (B)(6) 2015; copies of the operative report are not available; copies of the xrays images are not available; information on patient's current health condition: the fracture is not dislocated, the external fixator parts have been replaced. On december 11, 2015, orthofix srl received the following additional information from the distributor: lot number for the broken part is v1383358 (in the return we have also included the 2 additional clamps as part of the complete system with lot v1383358 and lot v1381398) an additional anesthesia was not needed though to replace the clamp. We will check with the surgeon and the patient if it is possible to have the x-rays available and let you know. It would be difficult though as the patient's place of residence is in an island. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 92015 lot v1383358 before the market release. No anomalies have been found. The original lot, manufactured in november 2014, was comprised of (B)(4) units. All of them have already been distributed to the market. Technical evaluation (please kindly refer also to MFR report number 9680825-2016-00007 and MFR report number 9680825-2016-00008) the three returned devices, received on december 15, 2015 were examined by orthofix srl quality engineering department. All devices were subjected to visual and dimensional check as per orthofix srl design and product specifications. The dimensional check did not evidence any anomalies. The visual check evidenced that one clamp is broken into several pieces (lot v1383358) while the other two clamps shown the presence of cracks (lot v1383358 and lot v1381398). All returned clamps were sent to an external laboratory for the failure analysis. The results of the technical investigation evidenced that: -the raw material is conforming to orthofix srl design specifications. -the breakage surface of the broken clamp show a localized corrosion (intergranular exfoliation) with presence of some contaminants. -the surface of all devices show presence of chloride, which indicate that the clamps have been into contact with chemicals or detergents that could have promoted the corrosion (the use of solutions containing chloride is contraindicated by orthofix srl instructions for use IFU). The results of the technical evaluation concluded that the breakage of one clamp and the cracking of the other two clamps, may be related to the mechanical stress applied on the device/s in combination with the use of aggressive solutions that may have contributed to the breakage/cracking. Medical evaluation the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluations. -preliminary medical evaluation: "this patient was having treatment for a fracture of the tibia or the femur (not specified), and had a prefix fixator in place for 4 months. The patient is about (B)(6) and is a (B)(6) male. It is very likely that the broken part will show evidence of either fatigue failure from heavy cyclic loading, or acute breakage from a massive overload from a fall or other event. Either way this clamp will confirm that it has been overloaded beyond its design criteria. The fixator was applied on july 11th, and breakage occurred just before (B)(6), which is 20+ weeks later. The very fact that the patient noticed a big difference when the clamp broke suggests that the leg was being loaded by weightbearing. The fracture was quite stable because the fracture position was not lost, suggesting that healing is quite well advanced. I suspect that this clamp will be shown to have failed in fatigue. Failure of this clamp is a very rare event, so it is likely that this patient was loading the fixator more than usual. This is not necessarily a bad thing but explains the failure. It would be useful to know which bone was involved, and how the patient was mobilising. We also need x-rays of the bone to understand the mechanics of the fixation. I understand that the broken clamp was replaced in the operating theatre without an anaesthetic and with no loss of fracture position, so the patient came to no harm." -additional medical evaluation after the the receiving of the x-rays images: "this was a distal fracture of the left tibia in a (B)(6) male patient. We now have 5 x-rays of this fracture. The first shows a lateral view before fixation. The fracture looks deceptively simple with an oblique distal tibial fracture. Closer inspection reveals a possible fracture of the anterior articular surface. The anterior view is after fixation, date uncertain. It shows that the fracture was in fact quite comminuted: two different fracture lines can be seen on the medial tibial border near the screws. Tibial and fibular fractures are at the same level, which with the comminution suggests high energy direct blunt trauma, possibly a football injury. Skin damage is a possibility' the overall fixation is quite nicely done: there are 4 tensioned wires on a distal ring and 3 separate bone screws proximally. The screws are attached to prefix clamps. There are 2 vertical bars attached to the ring, and these are presumably the distal attachments for two prefix bars which will also be attached to the proximal clamp complex. The overall fracture position and limb alignment look excellent. In my view the mistake with this fixation was to insert three screws across the oblique diaphyseal fractures. We used to call these 'sneaky screws'. Purely mechanically they are an attractive idea because they hold the fracture position. However, they are not strong enough on their own to hold the fracture, and they remove any possibility of micromovement which will stimulate callus formation. It is against the physiology of diaphyseal fracture healing. Such screws should be reserved for cancellous bone. This is why there is no sign of callus formation round the fracture. This fracture might become a non union, and is probably already suffering from delayed union. It is impossible to say what happened to the fracture position after the clamps broke because we do not know when the fractures showing fixation were taken. My view is as before that these clamps were loaded beyond their design criteria which resulted in fatigue failure. -additional medical evaluation after the issuing of the technical analysis: "the report seems to suggest that these clamps have broken because of mechanical stress beyond their design criteria. I think that these clamps were subjected to more stress because there was no callus formation to share the weightbearing load, and this in turn was due to the insertion of interfragmentary screws across a diaphyseal fracture, preventing external callus formation." Final comments the results of the technical evaluation concluded that the breakage of one clamp and the cracking of the other two clamps, may be related to the mechanical stress applied on the device/s in combination with the use of aggressive solutions that may have contributed to the breakage/cracking. The medical evaluation evidenced as follow: "my view is as before that these clamps were loaded beyond their design criteria which resulted in fatigue failure. I think that these clamps were subjected to more stress because there was no callus formation to share the weightbearing load, and this in turn was due to the insertion of interfragmentary screws across a diaphyseal fracture, preventing external callus formation." According to the evidences deriving from the technical analysis and from the medical evaluation performed, orthofix srl would like to remind the importance of following the instructions reported on the product instructions for use, ref. Pq isp instructions for the safe processing of the orthofix® fixation system medical devices. Please find below an extract of the applicable IFU, section "warnings": warnings aluminium based instruments are damaged by alkaline (ph>7) detergents and solutions. Anodised coating is damaged by detergents with free halogen ions or sodium hydroxide. Detergents and disinfectants with fluoride, chloride, bromide, iodide or hydroxyl ions must not be used. Based on the results of the technical evaluation performed on the returned devices, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: leg; surgery description: fracture treatment; patient's information: (B)(6), male, approximately (B)(6), approximately (B)(6); problem observed during: into treatment / post-operative; type of problem: device functional problem; event description: "approximately 4 months after surgery, the patient contacted the surgeon and reported instability of the ball joint. The surgeon operated the patient again on november 30th as the screw clip clump/ball joint connector was broken. There has been no fall of the patient thus the broken part was not a result of an accident. Hopefully, the fracture had not been moved so the surgeon replaced the broken part with another." The complaint report form indicates: the device failure had no adverse effects on patient; a replacement device was immediately available to complete surgery -a new part; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required following device failure -it was performed on (B)(6) 2015; copies of the operative report are not available; copies of the xrays images are not available; information on patient's current health condition: the fracture is not dislocated, the external fixator parts have been replaced. On december 11, 2015, orthofix srl received the following additional information from the distributor: -lot number for the broken part is v1383358 (in the return we have also included the 2 additional clamps as part of the complete system with lot v1383358 and lot v1381398) -an additional anesthesia was not needed though to replace the clamp. -we will check with the surgeon and the patient if it is possible to have the x-rays available and let you know. It would be difficult though as the patient's place of residence is in an island. On january 12, 2016, orthofix srl received the following additional information from the distributor: -the bone involved is the tibial. -the surgeon replaced the broken clamp with a new similar prefix clamp but also the two other clamps. -pictures of the x-rays of the patient (not possible to recover the original from the hospital). Manufacturer reference number: (B)(4).